Event description:
It was reported the epg (external pulse generator) had a damaged three pin socket. The epg was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported event. Atrial output connector is broken. Upper and lower cases, side bail covers, and battery drawer are broken. Ring cover is contaminated. Battery contacts are compressed. Battery flex is corroded.